Manufacturer narrative:
H11: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Description: it was reported by customer, medication to splash out when trying pull out for administration. Pt's (patient's) mother reported the needles received were bent which then caused all the medication to splash out when trying pull out for administration. Unknown if patient has missed dose. Unknown if patient experienced an adverse event as a result. Unknown if patient has defective product on hand. Unknown product lot number and expiration date. Item#: 305110.

Manufacturer narrative:
(B)(4) follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.